Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received. Preliminary measurements confirmed system voltages to be within the specified limits prior to functional testing. It was also confirmed the returned stimulator communicated with the ep-4 touchscreen pc without issue. The ep-4 stimulator was allowed to operate under the f8 protocol (arrhythmia induction) to simulate field usage. It was confirmed that the pacing protocol terminated unexpectedly and returned to the main menu due to unexpected communication resets between the stimulator and the touchscreen pc. A pair of remote sensing leads was temporarily deployed to enhance the 5v power regulation at the power supply. The sbc power input was then measured and found to be within factory test limits without any adjustment required. The stimulator was then subjected to and passed an extended pacing test and memory test without further issue. Based on the information provided to abbott and the investigation performed, root cause of the field reported event citing intermittent communication was successfully isolated to inadequately regulated power supply output voltage which resulted in unexpected communication resets.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device return was requested but not received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported output problem and subsequent cancelled procedure could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure a cancellation occurred due to an error message. During the case a reset error 1, 0, 0, 0 was displayed on the stimulator. The stimulator was restarted but it was not possible to advance past the error. The procedure was cancelled with no patient consequences.